Event description:
Information received notes that the device briefly increased to the programmed maximum rate when the patient walked through e lectronic anti-theft surveillance (eas) systems at stores. The rate returned to normal shortly theereafter, but the patient was uncomfortable with the rate increase.~~